Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06104. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event, but no further information was obtained. The camera head was evaluated and confirmed the reported event as every time the lens was manipulated/rotated, the camera changes angles and the brightness changes to white. The cable was found defective. Additionally, the cable had punctures. A review of the asset camera head's history was reviewed which indicated the device was last serviced on september 10, 2019. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the user's handling, the camera head was excessively stressed and the ccd (charged coupled device) unit failed, resulting in the image becoming white or out of output. This phenomenon may also occur if there is an abnormality in the control of the processor or light source. The instructions for use (IFU) provided the following: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The referenced camera head was not returned to the service center for evaluation. The investigation is ongoing. If additional information becomes available or if the camera head is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during reprocessing, the high definition (hd) autoclavable camera head was not producing a picture. Every time that the lens was rotated, the camera head angle would change and the brightness changed to white. There was no patient involvement reported.